Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level; value was not provided. Reportedly, customer performed a supply change to address the issue. In addition, it was reported that the customer entered in the bolus settings incorrectly into the pump. Tandem technical support guided the customer through entering the correct bolus settings. The customer declined further troubleshooting with tandem technical support, and declined to provide further information.